Event description:
It is reported that the item broke during surgery.

Manufacturer narrative:
Evaluation summary: the device has a potential field age over 9 years. The bending of the guide portion at the most proximal notch may have occurred due to a "leering up" of the counterbore while removing the device from the humeral canal, thereby causing an excessive bending moment on the thin section. This may then have allowed the reamer portion to separate from the body portion. The exact cause cannot be determined with certainty. As returned, the stem appears to have a bent tip that secures the reaming portion. The instrument is in a worn condition from use over the potential field age of 9 years. Some of the articulation edges are damaged and mushroomed over. The device meets print specifications and the device history records were reviewed and conforming.